Manufacturer narrative:
Additional information was added to d1: brand name, d3: device manufacturer name, d4: catalogue #, d4: unique identifier (UDI) #, g4: PMA/510k # or bla #, h3, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation with a homechoice patient adapter attached. A visual inspection with the naked eye observed a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set patient adapter was tightened to an in lab titanium adapter within inches per lb specification and leak tested with no issues or leaks observed. The transfer set was connected and disconnected using the returned patient connector by hand with no issues observed. The reported disconnection was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there the minicap transfer set disconnected from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.